Event description:
Asku.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that due to patient's condition of complete heart block and atrial fibrillation/atrial flutter, the atrial lead was capped as a result not being used for dual chamber purposes the last two years, and the implantable pulse generator (ipg) was replaced due to low battery status. It was also reported that the evening following implant the patient felt bad and had many syncopes, fainting, dizziness and tiredness. The patient presented to the emergency room (ER) and the device failed to interrogate despite several attempts. Therefore the seven day old ipg was removed and replaced with a new device. No further patient complications have been reported as a result of this event.